Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reported in a phone call that during removal of the microsensor a small portion of the device was retained in the patient. The patient was brought to the operating room for removal of the piece. The patient tolerated the surgery well. Surgeon stated that it appears that the device was caught on the bone plate. The patient was discharged the next day. Email investigation results to: (B)(6).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: device received in two pieces. Catheter material broken (uneven edge) 1.8 cm from sensor area. Internal wires exposed and broken. Catheter severely bent and separated from the epoxy taper at sensor case. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.